Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the presence of a collection of liquid around the implantable neurostimulator (ins) pocket was discovered. It was also noted that there was tensioning of the skin with local redness at the level of the infero-external pole of the ins pocket without a fever. The event resulted in an in-patient or prolonged hospitalization and in medical/surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as not related to the device/therapy and related to the implant procedure; surgery/anesthesia were noted. The actions/interventions taken to resolve the vent included explanting and replacing the ins on (B)(6) 2017; the event resulted in an urgent care visit and an in-patient hospitalization. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare professional. It was reported the etiology was updated to indicate the event was related to the device or therapy. A clinical diagnosis of inflammation of the neurostimulator pocket was reported. A day later, the event information was updated to indicate the etiology was not due to surgery/anesthesia. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had an intervention (B)(6) 2016 to reposition the neurostimulator. Following this intervention, there persisted a chronic inflammation that threatened the cutaneous integrity. This was the reason for the explant and replacement of the neurostimulator. The new neurostimulator was placed opposite initial location. No further complications were reported/anticipated.